Event description:
Horrific pain in my neck [neck pain]. Neck feels tight which makes it hard to move [muscle tightness]. Unable to move neck [neck injury]. Area on half of my stomach that looked like sunburn [rash erythematous]. Fever of 100.5 [pyrexia]. Sweating [hyperhidrosis]. Shaking [tremor]. Muscle swelling in my neck [muscle swelling]. Muscle spasms [muscle spasms]. Can not drive because I can not turn my head [loss of personal independence in daily activities]. Pain on the right side of my face [facial pain]. Stomach cramps [abdominal pain upper]. Cannot move my neck without severe pain [pain]. Horrific pain in my ears [ear pain]. Horrific pain in my teeth [toothache]. Swollen muscles [muscle swelling]. Frequent urination [pollakiuria]. Hard to move my right arm [mobility decreased]. Throat was red [pharyngeal erythema]. Tongue was red [tongue erythema]. Tongue was sore [glossodynia]. White bumps in the back of my throat [tongue disorder]. Entire body had excruciating pain [pain]. Struggling with previous lymphedema swelling again [condition aggravated]. May be allergic to euflexxa [hypersensitivity]. Arthritis had increased during this time [arthritis]. Chest feels like it is racing [palpitations]. Refused third injection [refusal of treatment by patient]. Sleep was still hard [insomnia]. Chest is uncomfortable [chest discomfort]. Horrific pain in my shoulders [musculoskeletal pain]. Pain in my knees [arthralgia]. Nausea [nausea]. Pain on left side [arm] [pain in extremity]. Pain in legs [pain in extremity]. Headaches [headache]. Swollen joints [joint swelling]. Horrific pain in my head [headache]. Pain in my back [back pain]. Case (B)(4)is a serious, spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a female of unknown age who experienced horrific pain in her neck, neck felt tight which makes it hard to move, unable to move neck, area on half of her stomach that looked like sunburn, fever of 100.5, sweating, shaking, muscle swelling in the neck, muscle spasms, cannot drive because they cannot turn their head, pain on the right side of her face, stomach cramps, cannot move her neck without severe pain, flu, horrific pain in the ears, horrific pain in teeth, swollen muscles, frequent urination, hard to move right arm, throat was red, tongue was red, tongue was sore, white bumps in the back of the throat, entire body had excruciating pain, struggling with previous lymphedema swelling again, may be allergic to euflexxa, arthritis had increased during this time, chest felt like it was racing, refused third injection, sleep was still hard, chest was uncomfortable, horrific pain in the shoulders, pain in knees, nausea, pain on left side [arm], pain in legs, headaches, swollen joints, horrific pain in head and pain in her back during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 1 %, 2 ml, weekly for 3 weeks, for osteoarthritis from 2015 to 2015. The patient reported that she had knee problems for years and was told that since she had severe reactions to many medications she was not a good candidate for any knee operations. Three doctors told her that she could die on the table as a knee operation was risky for her. She reported that her knees had been steadily worsening and walking was extremely difficult. They recommended that she see a pain management doctor, who administered unspecified steroid shots in her knees, with no trouble. The patient was told she was only allowed so many steroid shots. After discussions with her physician, he recommended the euflexxa gel shots. The first shot was scheduled for an unspecified date in 2015. The patient developed an area on half of her stomach that looked like a sunburn, which lasted for two weeks and just faded away, with a fever of 100.5 (reported normal temperature of 97.6). The patient developed sweating, shaking, and headaches that developed that night. On an unspecified date in 2015, the patient developed horrific pain in her neck and shoulders with muscle swelling in the back of her neck that had settled in two areas and was getting worse. The patient reported she had severe muscle spasms and it was hard for her to move her neck which felt tight and hard to move. The patient reported she could not drive because she could not turn her head. The patient used ice on the back of her head. It was reported that during this time, the patient had severe pain on the right side of her face. The patient was placed on zithromax for ten days. The patient started meloxicam (7.5 mg, twice daily), for the pain which helped quite a lot. The patient then woke up with bad stomach cramps and a strong feeling of nausea, which lasted for several days. She then stopped the meloxicam and her stomach returned to normal within six days. The patient was then given soma 3 (350) and reported that it worked, but she could not move her neck without severe pain. The patient's pain management doctor said that she was experiencing the flu. It was reported that her pain management doctor said that what she had was the flu and not the shot. He reported that the patient should have the second euflexxa injection because the shots must be given in a series of 3 shots. It was reported that the patient received the second injection of euflexxa on an unspecified date. The patient reported that night she had a fever of 101.5 with horrific pain in her shoulders, neck, head, ears, and teeth and all the pain she had experienced after the first injection of euflexxa. The patient reported that the pain and muscle spasms in her neck were extreme. If the patient moved her head in the wrong direction they experienced sharp pains. Since the first shot of euflexxa, the patient's temperature ranged from 99.3 to 101.7. The patient reported horrific pain in the knees, legs, shoulder, neck, ears, teeth, swollen muscles with muscle spasms, joints, back of her head with terrible headaches, frequent urination, pain in her back, was hard to move her right arm with pain on the left side. The patient reported her throat and tongue were red, sore, with white bumps in the back of the throat, basically her entire body had excruciating pain throughout from 2015 to 2016. The patient reported they also took gabapentin and tylenol with codeine to manage her pain. The patient reported that when she woke, it was usually from the pain. The patient had to hold her head when she stood or else the pain was extreme. The patient reported there were three areas of swelling on her neck. The patient reported she had previously had lymphedema from a bilateral mastectomy that had been under control until all of this had happened. The patient reported she was now dealing with that swelling as well. The lymphedema swelling had increased in her stomach, arms, legs and feet. The patient reported they believed that euflexxa injections contained poultry by-products, which she was allergic to. It was reported that the patient's physician ordered blood work which appeared normal. On an unspecified date in 2015, the physician ordered a CT scan of her neck which showed some changes in neck are but nothing alarming. On an unspecified date in 2015, an MRI and c-spine x-ray of the neck were performed. It was reported that the patient's pain management doctor wanted the patient to have the third injection of euflexxa and the patient refused. The patient asked the physician for prednisone to help with the side effects. The patient got the prescription for prednisone. After taking the prednisone, the patient reported to be 75 percent better. The patient had stopped taking tylenol with codeine and was only taking soma at that point. The patient reported that she never returned to her pain management doctor. It was reported that after the prednisone, she improved but sleeping was still hard. The patient's arthritis had increased dramatically during this time. The patient reported her chest felt like it was racing and was quite uncomfortable. The patient reported to have headaches into 2016 with increased muscle spasms. The patient reported her thanksgiving and christmas was ruined by euflexxa. The patient reported that no physician would admit that euflexxa was the cause of all her reactions. The patient reporter her family research the shots and found out that others had bad reactions. The patient reported that in 2016 she was still experiencing headaches and muscle and joint pain that may never go away. The patient was disabled or suffered permanent damage due to horrific pain in her neck, neck feels tight which makes it hard to move and was unable to move neck. Action taken with euflexxa was dose withdrawn. At the time of this report, the outcome of horrific pain in my neck was not recovered, the outcome of neck feels tight which makes it hard to move was unknown, the outcome of unable to move neck was not recovered, the outcome of muscle swelling in my neck was unknown, the outcome of pain on the right side of my face was unknown, the outcome of cannot move my neck without severe pain was not recovered, the outcome of horrific pain in my ears was unknown, the outcome of horrific pain in my teeth was unknown, the outcome of swollen muscles was unknown, the outcome of frequent urination was not recovered, the outcome of hard to move my right arm was not recovered, the outcome of struggling with previous lymphedema swelling again was not recovered, the outcome of may be allergic to euflexxa was unknown, the outcome of arthritis had increased during this time was unknown, the outcome of chest feels like it is racing was not recovered, the outcome of refused third injection was not recovered, the outcome of sleep was still hard was not recovered, the outcome of chest is uncomfortable was not recovered, the outcome of horrific pain in my shoulders was not recovered, the outcome of pain in my knees was not recovered, the outcome of pain on left side [arm] was not recovered, the outcome of pain in legs was not recovered, the outcome of swollen joints was not recovered, the outcome of horrific pain in my head was not recovered, the outcome of pain in my back was not recovered, the outcome of sweating was unknown, the outcome of shaking was unknown, the outcome of fever of 100.5 was unknown, the outcome of cannot drive because I cannot turn my head was unknown. In 2015, the outcome of stomach cramps was recovered, the outcome of flu was recovered, the outcome of throat was red was recovered, the outcome of tongue was red was recovered, the outcome of tongue was sore was recovered, the outcome of white bumps in the back of my throat was recovered, the outcome of nausea was recovered. In 2016, the outcome of muscle spasms was recovered, the outcome of entire body had excruciating pain was recovered, the outcome of headaches was recovered. In (B)(6) 2015, the outcome of area on half of my stomach that looked like sunburn was recovered. The patient`s medical history was significant for lymphedema, wheelchair for transport, cane user, medication allergies, difficulty walking, severe reactions to many medications, allergic to poultry by-products and bilateral mastectomy. The patient`s past drug therapy was significant for steroid (from unknown start date to unknown stop date). The patient`s procedures included x-rays of neck (from 2015 to 2015), MRI (from 2015 to 2015) and CT scan of neck (from 2015 to 2015). The following concomitant medications were reported: tamoxifen, gabapentin, amlodipine besylate, aspirin, daily multivitamin (calcium citrate, magnesium pill). Relevant laboratory values included: (B)(6). The events horrific pain in my neck, neck feels tight which makes it hard to move, unable to move neck were reported as serious. The events area on half of my stomach that looked like sunburn, fever of 100.5, sweating, shaking, muscle swelling in my neck, muscle spasms, cannot drive because I cannot turn my head, pain on the right side of my face, stomach cramps, cannot move my neck without severe pain, flu, horrific pain in my ears, horrific pain in my teeth, swollen muscles, frequent urination, hard to move my right arm, throat was red, tongue was red, tongue was sore, white bumps in the back of my throat, entire body had excruciating pain, struggling with previous lymphedema swelling again, may be allergic to euflexxa, arthritis had increased during this time, chest feels like it is racing, refused third injection, sleep was still hard, chest is uncomfortable, horrific pain in my shoulders, pain in my knees, nausea, pain on left side [arm], pain in legs, headaches, swollen joints, horrific pain in my head, pain in my back were reported as non-serious. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: unassessable. Other case numbers: case number, others = mw5075875. This ae occurred in the us and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators.